Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found.

Event description:
It was reported that during the implant attempt, the physician was unable to insert the right ventricular (rv) lead pin into the header properly. The device was not used, and was not replaced. No patient complications have been reported as a result of this event.